Event description:
It was reported that (1) circular stapler was used during a low anterior resection procedure. It was reported by the rep that it is believed that the surgeon claims the anvil would not release and created a tear in the rectum. The instrument was never fired during the procedure. The case was completed by a colostomy.